Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Event date: unknown. Additional device product code is hwc. The date of implant is unknown. The patient reportedly suffered the injury on (B)(6) 2016 which required the initial implant surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the complaint device lot. The review showed that this lot of 3.5mm lcp 6 hole plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Manufacturing location: (B)(4). Date of manufacture: may 10, 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on the left humeral shaft for non-union on (B)(6) 2016. The surgeon also reported that the patient had radial nerve palsy. The original implant date is unknown, but the original injury date was (B)(6) 2016. During the initial surgery one (1) 6-hole, 3.5mm locking compression plate (lcp), four (4) unknown cortex screws and two (2) unknown locking screws were implanted. The plate and all screws were explanted during the revision surgery. There was no delay in surgery and the patient outcome is stable. This report is 1 of 3 for (B)(4).